Manufacturer narrative:
Unit passed displacement test and self test. Pump error 63 confirmed in pump history with variable (003) due to broken trace at pin 1 on u1 keypad assembly. Unit does not confirm pump error in pump history. Unit received with broken belt clip rails. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures and motor related error during self-test. The customer¿s blood glucose was 14.4 mmol/l. Customer was able to successfully clear the alarm and able to rewind the insulin pump. The self-test was performed and it was passed. The insulin pump had crack on the battery compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.